Event description:
It was reported that the left ventricular (lv) lead showed high thresholds. It was also reported that there was lead insulation damage seen in the pocket, proximal to the tie down sleeve. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk bi-ventricular (bi-v) defibrillator (B)(6) 2010; 694758 implantable tachy lead (B)(6) 2010; 407645 implantable pacing lead (B)(6) 2010. (B)(4).